Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2015 due to a high blood glucose level. The customer treated his high blood glucose level with the insulin pump and went to sleep. The next day the customer had difficulty walking and felt disoriented. The customer was rushed to the hospital by his daughter. Customer's blood glucose level was 227 mg/dl. The customer was wearing the insulin pump at the time of the emergency room visit. Air bubbles were present along the tubing length. The customer was medicated and not thinking straight. He was in a rehab home. The device was not returned.